Event description:
Related manufacturer reference number: 2017865-2022-03180, 2017865-2022-03181. It was reported that a patient presented to the clinic with septicemia a month after the initial implant of implantable cardioverter defibrillator system (ICD). The whole system, including the ICD, right ventricular lead, and right atrial lead, were all explanted on (B)(6) 2022. The patient was recovering post procedure.

Event description:
New information notes that the infection was confirmed by way of blood cultures as well as a white blood cell count. The patient was also said to have experienced fatigue and a general malaise.